Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc192 flexitr unk infant nasal tubing was torn. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc192 flexitrunk infant interface nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of the upper tube was torn between the fifth and sixth spiral from the circuit connector. The breathable film of the lower tube was also observed as being stretched between the third and fifth spiral from the interface end. No other damage was noted. A lot check could not be performed as no lot information was provided. Conclusion: we were unable to determine the root cause of the reported damage. However, our previous investigation of similar complaints have shown that such problems have been caused by rough handling of the nasal tubing. All flexitrunk infant nasal tubings are visually inspected and pressure tested before they leave the production line, and any holes or leaks are identified during this process. Nasal tubings that fail any of these tests are discarded. The customer has confirmed that the subject bc192 was in use before the damage was observed, which indicates that the tubing became damaged during use. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of the nasal tubings, and state the following: "handle with care. Use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is also included in the packaging to remind the user to take extra care when handling the flexitrunk infant interface products.